Manufacturer narrative:
(B)(4). Evaluation results: (gi bleed).

Event description:
Patient received a 2.5 mm diameter x 30 mm length (ref MFR # 2953200-2011-00231) and a 2.5 mm diameter x 24 mm length endeavor sprint rapid exchange (rx) drug eluting coronary stent in the distal lad during index procedure. It was reported that the patient presented with symptoms of gi bleeding approximately 3 months post implant of the relevant stent. Blood transfusion was required. No other clinical sequelae were reported.